Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6)2013 due to increased rv threshold at 4.0v at 0.sms and increased pace impedance at 1683 ohms. The physician was dr. (B)(6) at (B)(6) canada. No additional infomation is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).